Event description:
Doctor reported events of "hemoperitoneum" from journal article: "laparoscopic roux-en-y gastric bypass versus laparoscopic adjustable gastric banding: five years of follow-up", surgery for obesity and related diseases 6 (2010) 470-476. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Hemorrhage is a surgical/physiological complication and analysis of the device generally does assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hemorrhage as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."